Event description:
As reported by the edwards clinical specialist, during a transaortic transcatheter aortic valve replacement (tavr) procedure, the valve was deployed slightly canted. When the valve was deployed, it did not move up and was canted in the native annulus with the left coronary region being too low causing paravalvular leak through the open cells of the sapien valve. The patient's pressure dropped due to the aortic insufficiency and a second valve was prepped and inserted more aortic without issue. The patient's pressures recovered shortly after. The patient was extubated and recovered within several hours. The approach used for this case was transaortic; performed via surgical mini sternotomy. The sheath was inserted through the ascending aorta. The procedure proceeded as in the transfemoral approach (crossed aortic valve with straight wire and al catheter, pressures recorded, extra stiff amplatz wire inserted and balloon valvuloplasty was performed). The 26mm valve was inserted through the sheath and the native valve. Additional information received from the edwards clinical specialist, indicates this patient was successfully discharged following the tavr procedure. The patient's ejection fraction was less than fifty (50) percent. The patient did not have a narrow or calcified sinotubular junction (stj). There was no severe ventricular septal hypertrophy. The aortic valve/root degree and/or distribution of leaflet calcification was noted as moderate. The image intensifier angle and coaxial alignment was reported as good. The sapien valve positioning pre-deployment was (50:50 to 60:40 ventricular); the valve was slightly canted, the right side was 50:50 and the left side was 60:40 ventricular. The sapien valve positioning post-deployment was 70:30. The balloon inflation was held during deployment for more than three (3) seconds and there was no loss of pacing capture during deployment. Imaging for this case is not available.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it is likely that procedural factors (transaortic approach with sub-optimal coaxial alignment due to the reported valve canting during positioning) contributed to the event. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.